Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported during bd compliance rounding, that three pump modules had mild corrosion on the iui connectors. Another pump module found in the ICU was noted to have a damaged iui connector. It was also reported that at times the customer have had devices alarm while infusing with communication issues. There was patient involvement but no harm.